Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during fill tubing, the user did not see drips at the end of the tubing and cartridge patient line. The user's blood glucose level was 168 mg/dl. The user successfully loaded a new cartridge.